Event description:
Physician told me that after deploying the tigerpaw, and upon evaluation of the deployment, he saw that the atrium was cut through (appeared like a scapel cut) underneath. He believes this was caused by the tigerpaw after firing. The appendage was thick, and after firing it the pins cut thru underneath and caused the bleeding. Patient had to be put back on cardiopulmonary bypass. Had been given protamine, so had to reheparinize. He then oversewed the atrium. Added 15-20mins of time to the case.